Event description:
During the initial implant procedure, the right ventricular (rv) lead was positioned to the desired location in the right ventricle and the helix was deployed. Upon review via fluoroscopic imaging, it was noted that the helix of the rv lead had seemingly retracted on its own, however, lead position had not changed. The physician redeployed the helix, however, an immediate drop in pacing impedance was observed. The redeployment of the rv lead was suspected to have caused an interventricular septal perforation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.